Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included sumavel. The patient's medical history included oral surgery on (B)(6) 2014, lasik eye surgery in 2012, d & c in 2007, irritable bowel syndrome, allergic rhinitis, migraine (headache), abnormal weight gain, cholesterol levels raised, herpes simplex, multigravida, parity 2, abdominal pain, menometrorrhagia, dysmenorrhea, arthritis, idiopathic intracranial hypertension, adenomyosis, nabothian cyst, cystoscopy, wisdom teeth removal and abortion. Plaintiff had an hsg test done which confirmed that the essure device was successfully occluded. Current weight lbs. Approximate weight at the time of essure placement (B)(6) lbs. The specimen consists of 2 fallopian tubes, 4.0 and 5.6 cm in length, each a diameter of 0.5 to 0.6 cm. The longer fallopian tube includes a coiled wire device within the lumen. The shorter fallopian tube does not include the device. Also received in the specimen container is additional coiled metallic wire-like device. Previously administered products included for an unreported indication: simvastatin from (B)(6) 2012 to (B)(6) 2012, sumavel dosepro from (B)(6) 2012 to (B)(6) 2012 and phenergan. Concurrent conditions included obesity, gastroesophageal reflux disease, supraventricular tachycardia, abdominal discomfort, dysfunctional uterine bleeding and endometriosis. Concomitant products included ethinylestradiol; levonorgestrel (amethia) from (B)(6) 2012 to (B)(6) 2012 and ethinylestradiol;norgestimate (ortho-cyclen) from (B)(6) 2012 to (B)(6) 2012 for contraception nos as well as amoxicillin, chlorphenamine maleate (equate chlortabs), dicycloverine hydrochloride (bentyl), ibuprofen, nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012 and simvastatin. On an unknown date, the patient started sumavel at an unspecified dose and frequency. On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problem, condition: depression") and anxiety ("psychological or psychiatric problem, condition: anxiety"), 113 days before insertion of essure. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection"). The patient was treated with surgery (d & c and tlh, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, vaginal infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient had endometrial implants on both ovaries. Both ovaries were adherent to the posterior surface of the uterus and there were implants in the cul-de-sac. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion.. Pregnancy test - on (B)(6) 2017: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: pfs and medical record received. This case became incident. Pelvic pain/pain, abnormal bleeding (vaginal), menorrhagia, vaginal infection, depression, anxiety was added. Event outcome pelvic pain were changed unknown to recovering/resolving. Patient¿s lab data, reporter information, medical history and concomitant drugs added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included oral surgery on (B)(6) 2014, lasik eye surgery in 2012, d & c in 2007, irritable bowel syndrome, allergic rhinitis, migraine (headache), abnormal weight gain, cholesterol levels raised, herpes simplex, multigravida, parity 2, abdominal pain, menometrorrhagia, dysmenorrhea, arthritis, idiopathic intracranial hypertension, adenomyosis, nabothian cyst, cystoscopy, wisdom teeth removal and abortion. Plaintiff had an hsg test done which confirmed that the essure device was successfully occluded. Current weight lbs. Approximate weight at the time of essure placement 235 lbs. The specimen consists of 2 fallopian tubes, 4.0 and 5.6 cm in length, each a diameter of 0.5 to 0.6 cm. The longer fallopian tube includes a coiled wire device within the lumen. The shorter fallopian tube does not include the device. Also received in the specimen container is additional coiled metallic wire-like device. Previously administered products included for an unreported indication: simvastatin from (B)(6) 2012 to (B)(6) 2012, sumavel dosepro from (B)(6) 2012 to (B)(6) 2012 and phenergan. Concurrent conditions included obesity, gastroesophageal reflux disease, supraventricular tachycardia, abdominal discomfort, dysfunctional uterine bleeding and endometriosis. Concomitant products included cetirizine hydrochloride (zyrtec) since (B)(6) 2014 for allergic rhinitis, ethinylestradiol;levonorgestrel (amethia) from (B)(6) 2012 to (B)(6) 2012 for contraception nos, ethinylestradiol;norgestimate (ortho-cyclen) from (B)(6) 2012 to (B)(6) 2012 for contraception nos and migraine headache, casanthranol;docusate sodium (doc-q-lax) since (B)(6) 2014 for irritable bowel syndrome as well as amoxicillin, chlorphenamine maleate (equate chlortabs), dicycloverine hydrochloride (bentyl), ibuprofen, nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012, simvastatin and sumatriptan succinate (sumavel). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection"), 4 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced depression ("psychological or psychiatric problem, condition: depression"), anxiety ("psychological or psychiatric problem, condition: anxiety") and migraine ("migraines"). The patient was treated with surgery (d & c and tlh, salpingectomy (bilateral removal of fallopian tubes) ,). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and vaginal infection had resolved and the depression, anxiety and migraine outcome was unknown. The reporter considered anxiety, depression, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient had endometrial implants on both ovaries. Both ovaries were adherent to the posterior surface of the uterus and there were implants in the cul-de-sac. Received treatment for bladder/urinary prob diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 106.576 kgs. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion.. Pregnancy test - on (B)(6) 2017: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of event: physical pain/pain , abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: vaginal infection was updated as recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included oral surgery on (B)(6) 2014, lasik eye surgery in 2012, d & c in 2007, irritable bowel syndrome, allergic rhinitis, migraine (headache), abnormal weight gain, cholesterol levels raised, herpes simplex, multigravida, parity 2, abdominal pain, menometrorrhagia, dysmenorrhea, arthritis, idiopathic intracranial hypertension, adenomyosis, nabothian cyst, cystoscopy, wisdom teeth removal and abortion. Plaintiff had an hsg test done which confirmed that the essure device was successfully occluded. Current weight lbs. Approximate weight at the time of essure placement 235 lbs. The specimen consists of 2 fallopian tubes, 4.0 and 5.6 cm in length, each a diameter of 0.5 to 0.6 cm. The longer fallopian tube includes a coiled wire device within the lumen. The shorter fallopian tube does not include the device. Also received in the specimen container is additional coiled metallic wire-like device. Previously administered products included for an unreported indication: simvastatin from 7-mar-2012 to 7-apr-2012, sumavel dosepro from 7-mar-2012 to december 2012 and phenergan. Concurrent conditions included obesity, gastroesophageal reflux disease, supraventricular tachycardia, abdominal discomfort, dysfunctional uterine bleeding and endometriosis. Concomitant products included cetirizine hydrochloride (zyrtec) since (B)(6) 2014 for allergic rhinitis, ethinylestradiol;levonorgestrel (amethia) from 7-mar-2012 to 28-aug-2012 for contraception nos, ethinylestradiol;norgestimate (ortho-cyclen) from 7-mar-2012 to 28-aug-2012 for contraception nos and migraine headache, casanthranol;docusate sodium (doc-q-lax) since (B)(6) 2014 for irritable bowel syndrome as well as amoxicillin, chlorphenamine maleate (equate chlortabs), dicycloverine hydrochloride (bentyl), ibuprofen, nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012, simvastatin and sumatriptan succinate (sumavel). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection"), 4 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced depression ("psychological or psychiatric problem, condition: depression"), anxiety ("psychological or psychiatric problem, condition: anxiety") and migraine ("migraines"). The patient was treated with surgery (d & c and tlh, salpingectomy (bilateral removal of fallopian tubes) ,). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, vaginal infection, depression, anxiety and migraine outcome was unknown. The reporter considered anxiety, depression, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient had endometrial implants on both ovaries. Both ovaries were adherent to the posterior surface of the uterus and there were implants in the cul-de-sac. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 106.576 kgs. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pregnancy test - on (B)(6) 2017: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Event migraine was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.